Manufacturer narrative:
The initial MDR was submitted on 27-jan-2023. Additional information (28-feb-2023): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced a reaction wash station valve and resolved the issue. The results of service method testing and quality control materials were acceptable. Siemens evaluated the available information and determined the reaction wash station valve was the cause of the creatine kinase result being below the measuring interval. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Section h6 adverse event codes were revised.

Event description:
A patient sample was tested on an atellica ch 930 analyzer for creatine kinase (ck_l) and a test result below the measuring interval was obtained. It is unknown if this result was released to the physician(s). The ck_l test was not repeated for this sample. Additional analytes were processed on this atellica ch 930 analyzer. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that a patient sample was tested on an atellica ch 930 analyzer for creatine kinase (ck_l) and a test result below the measuring interval was obtained. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed the atellica test protocol (atp) with acceptable results. The cse replaced the reagent probe #2 and sample probe, adjusted the height of the reaction washer and corrected all errors related to the autocheck. The analyzer lamp was replaced. Siemens is investigating.